Event description:
It was observed during the device inspection, that the rigid arthroscope exhibited damage to the tip of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/10/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. Based on the results of the investigations, the cause of the suggested event was likely due to improper handling and application of excessive force, impact to the device like a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.